Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site while sitting. The patient's ipg is in the left flank and the area swells 3-4 times per week. It was also reported the swelling occurs with stimulation turned on and turned off. In addition, the patient ipg has become superficial. Surgical intervention is planned to address the reported issue.